Manufacturer narrative:
The returned sample was visually inspected and found to be non-conforming with the needle bent at the stiffener and foreign material on the port face. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for aspiration and was non-conforming for actuation and cut. The probe was disassembled and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be bent. Gouge marks were observed at the cutting edge and several other locations along the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (bent needle and shell assembly) was removed the probe was able to actuate. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirms the probe had a cutting failure, and also indicated that the probe had an actuation failure. The most likely root cause of the observed actuation and cut failures, as well as the observed foreign material, is the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear/damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. A secondary contributing factor of the actuation and cut non-conformances is from the bent needle and bent inner cutter. A damaged/bent inner cutter can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. After the probe was disassembled (bent needle and shell assembly removed), the probe was able to actuate. The exact root cause of the bent needle and inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. No action has been taken by the manufacturing site as it appears that the observed cut and actuation non-conformances were due to excessive use of the probe by the user and an exact root cause for the bent needle, bent inner cutter, and observed foreign material was not determined from this evaluation. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An operating room assistant reported that the vitrectomy probe did not cut well during a pars plana vitrectomy procedure. The condition of aspiration is unknown. The product was replaced and the procedure was completed. There were no negative consequences for the patient.